Event description:
It was reported that the nav-ring button was not working. Not in use, no patient or user harm reported. It was reported that the nav-ring was operating intermittently. The remote support engineer (rse) replaced the front bezel to address the reported issue. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.